Manufacturer narrative:
One sample was returned that was labeled with lot number m3028t705. Review of the DHR for this device lot is in-process. The returned suction catheter had the 3.0 y-adapter, which is included with the product as an accessory, attached at the multi-access luer. Note: for proper use, the 3.0 y-adapter should be attached to the other end of the device. It is not known whether the reporting facility tried to use the device with the 3.0 y-adapter attached to the wrong end, and inquiries to the reporting site provided no additional details about how the device was used. The returned device was evaluated for proper air flow and sealing, and no functional issues were found. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, ¿we cannot see the defect with the product in place, a baby was not able to be effectively ventilate. The baby was being ventilated and the closed suction system did not function properly. The baby was ambu bagged briefly and the closed suction system was replaced. Once the staff switched the product for a new one, the issue was resolved. There was no patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).